Event description:
Patient states has been rechecking bg within 1 minute to double check result and noticed that the value is different (84 --> 193, 152 -->84, 212-->163, 193-->160). Pt also expresses concern that glucometer is not working properly. In clinic, use control solution and applied to patient's test strip. The result was 171 which was not within given range by the manufacturer of 82-127 mg/dl. Also tested the patient's meter using clinic test strip and the result was within given range.